Manufacturer narrative:
An event regarding revision for an unspecified reason involving an unknown tibial insert was reported. The event was not confirmed. Method and results: device evaluation and results: not performed as the device was not returned for identification or evaluation. Medical records received and evaluation: not performed as medical review were not provided. Device history review: not performed as the lot ID was not provided. Complaint history review: not performed as the lot ID was not provided. Conclusions: the reported event could not be conifrmed with the limited information provided. Further information such as device identification and evaluation, x-rays, operative reports, patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and / or additional information become available, this investigation will be reopened.

Event description:
Patient had an I&d for a washout. Dr. Removed the insert and put a new one. Right knee.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
Patient had an I&d for a washout. Dr. Removed the insert and put a new one. Right knee.